Event description:
It was reported patient was experiencing low impedances on 10c and 11c contacts. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs lead, model: 6173, UDI: (B)(4), serial: (B)(6), batch:7575890.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated nothing was done to the leads.